Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, "linguine sign present", "silicone is noted within the right internal mammary lymph node as well as nodal masses in the right axilla", "small volume peri-implant collections", "water contamination sign in conjunction with subcapsular sign", "there is silicone present within right axillary lymph nodes and within a right internal mammary lymph node", "gel bleed from silicone polymer degradation", "multiple enhancing foci in keeping with features of benign parenchymal enhancement or adenosis". The device remains implanted.